Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in was defective. The following information was provided by the initial reporter: material no: 383312, batch no: 0087320. It was reported needle defect.

Manufacturer narrative:
H6: investigation summary: a complaint of needles found with some foreign matter was received from the customer. A photo was provided to aid in the investigation of this defect. It was observed that there is some extra material at the tip of the needle, the customer complaint was confirmed. A device history record review was completed by our quality engineer team for provided lot number 0087320. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in was defective. The following information was provided by the initial reporter: material no: 383312, batch no: 0087320. It was reported needle defect.